Manufacturer narrative:
Device not returned, follow up conversation with pt's family member reporting the event, and with company representative. No conclusion can be drawn.

Event description:
A pt was reported to have experienced a severe generalized, coalescent rash on her trunk and hands following a balloon kyphoplasty procedure. The pt was treated with medication and reported to have successfully recovered from the allergic reaction.